Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 260 mg/dl, while the sensor glucose was 57 mg/dl. Therefore, sensor glucose and blood glucose difference was not within acceptable range. Customer reported that the insulin pump has an unresponsive keypad. Customer also reported that the insulin pump has a continuous buzz or constant tone. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.